Event description:
.

Event description:
It was reported that during a vertical gastrectomy procedure, the surgeon used a reload with the device. The surgeon assembled the reload to the device properly, with the orange cap firmly attached to the reload, and the firing knob was not hit at all. After that, the surgeon was ready to fire the device; the surgeon slightly removed the protection cap from the reload and placed the device on the stomach. After waiting for 15 second compression, the surgeon started the firing in a one smooth action. However, when the knob was engaged to the half way, it was stuck and could not move forward. The surgeon pull back the firing knob, disassociated the anvil half and the cartridge half. He examined the staple line and found that the staple formed was not in good condition, i.e. There was staple distortion. He then opened another reload and fired again. The second fire was successful, formed a good staple line in one smooth firing. There were no adverse consequences for the patient. The customer disposed of the reload.

Manufacturer narrative:
(B)(4). Additional information: you indicated that a pathology specimen is available. Will it be returned to ees for evaluation? Please advise. I am sorry that I made a mistake. No pathology specimen is available due to hospital regulation. Also, when asked about staple form, you responded not applicable. However, the event description indicated. "There was staple distortion." There were totally two firing. For the first one, one firing can be applied as the ntlc was locked out. For the second firing, a complete staple line was formed but there was minor staple distortion at the distal end of the staple line. Additional information provided also stated, "no staple line form." Can you please explain? No staple line formed for the first firing. After firing, what was the appearance of the staple line? For the first firing, no staple line formed. For the second firing, complete staple line formed with staple distortion at the distal end.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Gold. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No able to fire and no staple line formed before 2nd firing. Proper staple line formed after 2nd firing. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick tissue. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Lock out on tissue. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No staple line form. Was the firing to close an ostomy? No. Is a pathology specimen available? Yes. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) Cdh. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No. How long has the surgeon been using this device for this procedure? 15mins. What predicate device was used by the surgeon? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? Not applicable. Where the malforms on the line closest to the cut line or in all of the rows? Not applicable. Where the staple legs unformed or did they have irregular shapes? Not applicable the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.